Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during use the cardiosave intra-aortic balloon pump (iabp) unit had an alarm overheating while on a patient. There was no patient injury/harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to replicate alarm when exercising the iabp on a test catheter and patient simulator. No parts were replaced. The drive regulators were recalibrated and the chassis and compressor fans were cleaned of dust build up as precaution. All calibration and functional tests were performed to meet factory specifications.